Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced difficulty applying one and a half boxes of infusion sets on (B)(6) 2026. Upon removing the set, they noticed that the cannula was bent. The blood glucose level was high. The patient replaced the infusion sets and successfully resumed insulin. No further information available.